Event description:
Patient presented with high lead impedance and during surgery once the patient was opened, the surgeon noticed that there was a visual break in the lead next to the generator. It was noted that pin reinsertion was attempted but high impedance was still seen and the generator was check with the test resistor and was normal, ruling out a generator issue. A full revision was completed and the new lead and generator had normal impedance. The explanted devices were disposed of after surgery. No other relevant information has been received to date.